Event description:
An olympus representative reported to olympus on behalf of the customer that the visera elite ii video system center displayed error e105 (communication/transmission error) message indicating a failure of the illumination lamp displayed, and the image becomes reddish. The reported issue occurred during the procedure. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additional evaluation findings were as follows: found that the battery was exhausted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that investigation result failed led unit of otv-s300 and failed to produce a normal outgoing beam, resulting in a indication phenomenon. Olympus will continue to monitor field performance for this device.